Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent of a 3.5x33mm xience alpine stent delivery system (sds) dislodged during preparation. The sds was not used and the procedure was successfully completed with an unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The investigation was unable to determine a conclusive cause for the reported stent dislodgment.

Event description:
The following additional information was received: the stent implant dislodged inside the dispenser coil before the device was prepped. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context of the procedure as it is likely inadvertent mishandling during sheath removal caused the reported stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report additional information was received stating that the stent dislodged in the dispenser coil before the device was prepped. No additional information was provided.